Manufacturer narrative:
A philips remote clinical support (rcs) spoke to the customer and confirmed that the speaker was replaced, cat5 cable changed with no results. The rcs advised the biomed to go to closet where pc's reside. He found the remote speaker cable was not plugged into pc. The biomed was provided instructions to replug the cable to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Plugging in the cable resolved the issue. Results of functional testing indicate no malfunction of the device. A good faith effort (gfe) conduct confirmed that it is unknown, who, how or when the connection was unplugged or if it was overlooked during installation. Based on the information available and the testing conducted, the cause of the reported problem was an unplugged cable. The reported problem was confirmed.

Event description:
Philips received a complaint on the patient information center ix indicating ¿red and yellow alarm banners are appearing, however, there is no audible sound.¿ the device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation